Event description:
Reporter indicated that system diagnostic testing at office visit resulted in high lead impedance, with elective replacement indicator=no, indicating a possible lead break. Battery-life estimation performed from programming parameters received from site indicated 3.79 years remaining until generator end of service. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
H6: device failure is suspected, but did not cause or contribute to a death or serious injury.